Manufacturer narrative:
The customer sent the patient sample to the manufacturer for investigation. The investigation reproduced the results obtained by the customer. The investigation showed no evidence of a falsely increased signal for free psa. The investigation did find the presence of an interfering substance(s) that considerably decreased the recovery of total psa. The investigation also suggested the presence of a rare psa isoform that is not completely detected by the total psa assay. These issues are covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem was not identified.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for three samples collected from the same patient and tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas 6000 e 601 module. The first sample also had questionable total psa and free psa values when tested on a cobas e 411 immunoassay analyzer. The free psa results were larger than the total psa results. This medwatch will apply to the total psa assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the free psa assay. The first sample resulted in a free psa value of 10.20 ng/ml and a total psa value of 0.342 ng/ml accompanied by a data flag on the e 601 analyzer. The sample was diluted (dilution ratio unknown) and repeated on the e 601 analyzer, resulting in a total psa value of 0.282 ng/ml. This sample was repeated on an e411 analyzer on (B)(6) 2021, resulting in a free psa value of 9.54 ng/ml and a total psa value of 0.215 ng/ml. The sample was diluted 1:10 and repeated on the e411 analyzer on (B)(6) 2021, resulting in a total psa value of 0.342 ng/ml. The second sample resulted in a free psa value of 10.28 ng/ml and a total psa value of 0.325 ng/ml when tested on the e 601 analyzer on (B)(6) 2021. This sample was diluted 1:20 and repeated on the e 601 analyzer on (B)(6) 2021, resulting in a total psa value of 0.553 ng/ml. The third sample resulted in a free psa value of 10.76 ng/ml and a total psa value of 0.350 ng/ml when tested on the e 601 analyzer on (B)(6) 2021. The serial number of the e 601 analyzer is (B)(4). The serial number of the e411 analyzer was requested, but not provided.